Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from displacement of the left ventricular lead. The patient was hospitalized. Cardiac ultrasound will be done. The old lv lead was removed and a new lead was implanted in the coronary sinus.